Manufacturer narrative:
The customer did not provide the patient demographic of weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site, the fse performed a preventative maintenance (pm), a high sensitivity (hs) system check and a 15 replicate precision run using level 1 qc material. All verification testing passed within published instrument and assay performance specifications. The fse evaluation did not identify any hardware or system malfunctions that would have contributed to the event there is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported non-reproducible access accutni+3 results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one patient. The original elevated sample (designated as sample 1) met reflex conditions and was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, outside of the assay's normal reference range, was generated. Another sample for the patient (designated as sample 2) was run on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the assay's normal reference range, was generated. The original elevated sample (sample 1) was then repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the assay's normal reference range, was generated. The original elevated result was reported outside of the laboratory. There was no reported change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 results. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance. Quality control (qc), calibration, and system check were all performing within the assay's and instrument's specifications at the time of the event. The sample was collected in a lithium heparin plasma tube and was centrifuged for ten (10) minutes at 3453 rpm (revolutions per minute). Per oracle service request (sr) 25479795, the customer expressed possible pre-analytical errors with the specimen.